Event description:
It was reported that the pump screen was unresponsive and would not turn on, despite efforts to power it on manually and with a charger. Customer's blood glucose level was measured at 10 mmol/l, which is within the normal range. Customer reverted to an alternate method of insulin therapy.